Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed because coding has been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead was not successfully implanted. Moreover, prior to lead placement a possible perforation and staining was noted when obtaining coronary sinus venogram. Further information received indicating that there was no allegation against the lead. No additional adverse patient effects were reported.